Event description:
The user facility reported that during a therapeutic endoscopic retrograde cholangiopancreatography, an endotherapy device was inserted into the endoscope, but the forceps elevator was no longer functioning to keep the device at its intended location. The procedure was reportedly completed with a different, but similar endoscope. There were no complications and no pt injury reported.

Manufacturer narrative:
The endoscope referenced in this report was returned to olympus for investigation. The investigation confirmed that the forceps elevator was not functioning due to the broken and bent elevator wire stopper at the control body area. The bending section cement was also found cracked and discolored due to chemical damage. The device passed electrical tests and the leak test. The cause of the user's experience was attributed to physical damage from excessive force exerted on the device. This report is being filed as an MDR in an abundance of caution.